Manufacturer narrative:
Device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. It is unknown if the device is available or will be returned for evaluation. No additional information provided regarding reason for explant. There are many factors that could result in the need to explant and replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without a response from the health care provider, we are unable to investigate into the root cause for this event.

Manufacturer narrative:
Additional manufacturer narrative: through follow up with the health care provider on (B)(6) 2013, the sales rep learned this device was explanted due to endocarditis. The source and type of infection were not provided and the device is not available for return and evaluation because it was discarded by the hospital. A lot history review was conducted on (B)(6) 2013 for all devices manufactured under lot no. 12f167 and there are no other reports of explants due to endocarditis. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, there is insufficient information to determine root cause for explant of this device.

Event description:
In this case, a 23 mm valve was explanted after an implant duration of 6.93 months due to unknown reasons. On (B)(6) 2013, the 23mm mitral valve was implanted. On (B)(6) 2013, the valve was explanted and replaced with a magna mitral ease valve, model 7300tfx23. No further details were provided. Information was learned through (B)(4) implant patient registry.